Event description:
On (B)(6) 2013, the reporter contacted animas, alleging tactile changes and intermittent button unresponsiveness. Approximately 3 weeks prior to the complaint, the "up" button became intermittently unresponsive, and feels loose. In addition, the "down" button became intermittently unresponsive 5 days prior to the complaint, and was reported to be entirely unresponsive at the time of the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast, up arrow, and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. The down arrow button contact was found to be inverted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.